Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the implanted coil was expired. A 5mm x 15cm interlock¿ was selected for use and implanted on (B)(6) 2018. However, it was noted that the device expired last 31-jan-2018. No patient complications were reported.

Manufacturer narrative:
Updated describe event or problem. Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that there was no deterioration noted on the seal of the device. The physician only noticed that the device was expired during use. The procedure was completed with this device. The patient status post-procedure was good.